Event description:
It was reported that cadd legacy pump was alarming with no disposable displayed on screen. Despite troubleshooting, alarm persists. Cassette moved to back up pump, which also alarmed with no disposable displayed on screen. Reservoir volume is 33 ml. Cassette changed to new cassette which is on and running without alarm. Cassette lot not provided. No further details provided.